Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. (B)(6).

Event description:
The event involved a microclave clear neutral connector was reported. During an umbilical artery catheter (uac) transducer/line change, the existing clave malfunctioned after being connected to a new infusion line. Blood began to backflow through the line and leak from the clave. All connection points were checked and found to be secure; however, blood and intravenous (IV) fluid leakage persisted at the junction of the clave and the new line. The arterial line and attached transducer were clamped using a kelly clamp and gauze, and additional assistance was requested. A new clave was applied, the line was flushed, and the transducer was reattached. No further leakage or blood backflow was observed. The transducer was subsequently flushed, leveled, zeroed, and confirmed to be functioning properly with an appropriate waveform. The removed clave was flushed, but the cause of the malfunction could not be identified. It was estimated that less than 1 ml of blood loss occurred. There was patient involvement, and no harm/adverse event reported.